Event description:
The reported description notes that the monitor did no alarm when the heart rate went down to 39. No patient harm was reported.

Manufacturer narrative:
(B)(4): the reported description notes that there was no alarm when the configured patient alarm limits were exceeded. No patient harm was reported. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.